Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time.analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: unable to determine. Source: phone.

Event description:
Reported false positve sars result after two days onset of symptoms. The customer communicated the result was confirmed by a molecular method.